Event description:
It was reported that when using the bd pyxis¿ es server, biometric identification was not working on multiple medstation. Customer reported that bioid continuous to have issue on multiple station since after upgrade of station. Additionally, we have issue with station 4gen, 5gen, 6gen, er2, 2rs, 3n. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the biometric identification (ID) faced issues after 1.11 upgrade. A technical support specialist (tss) investigated the issue and informed the customer that the issue was related to an open production issue (pi) with devops and that a pending hotfix was required to fully resolve the problem. Despite troubleshooting efforts at another facility, no further progress had been made. The customer¿s sites were added to production issue pi (B)(4), which remained under investigation by the development team. Until a permanent fix became available, tss advised that the only recommended temporary remediation was to reboot the device whenever the bioid scanner was not functioning properly, as this typically restored functionality. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, biometric identification was not working on multiple medstation. Customer reported that bioid continuous to have issue on multiple station since after upgrade of station. Additionally, we have issue with station 4gen, 5gen, 6gen, er2, 2rs, 3n. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.